Event description:
It was reported the patient could not feel stimulation and had not for ¿about a week ago or two days ago.¿ it was noted the patient did not know exactly when he last felt stimulation, and he could not feel stimulation when he attempted to increase it. The patient turned on the device and switched groups, but this did not resolve the problem. The patient had pain in his upper back before a massage about a week ago, and the patient had no falls or accidents. It was noted the patient was in pain, because he could not use the implantable neurostimulator (ins). Additional information received reported the extension had high impedances and was replaced. It was noted that impedance testing and reprogramming were done, and the issue was resolved. It was noted the patient had pain at the location of the connection between the lead and extension. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the extension model #37081, serial# (B)(4), found that the conductor on a straight wire in the extension¿s body had broken. All conductors were broken 6.3 cm from the distal end of the extension and the outer insulation was pinched at the same location.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was an extension break/fracture centimeters below the extension connection. It was noted that there was a clear fracture. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.